Event description:
It was reported that the patient had a total system explant on (B)(6) 2015 and has not been returned. Should additional information be received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, lot# serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(4) 2015, product type: lead. Product ID:97754, serial# (B)(4) product type: recharger .

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a year later that the patient never had therapeutic effect. The patient experienced overstimulation and shocking/jolting sensation. The patient has never liked the feeling of stimulation, she didn¿t think it gave her much benefit compare to the unpleasant feeling of stimulation and tingling. At night, it was too strong, the patient kicked her husband with her feet and legs, and ran around in the bed/legs started running. The patient didn¿t know when she last used the device, but it had been months and months. The possibility of an overdischarged battery was communicated to the patient but she said that would be impossible because she keeps it plugged into the wall all the time. The patient tried to recharge later in the evening and could not get a signal. A warning screen was seen, the patient thought that her devices have lost antenna connections. It was noted that the patient has had mris of other parts of her body than her head, but she didn¿t know where or when. The patient at first said that her implantable neurostimulator (ins) was charged, but then stated maybe it wasn¿t and that was why she had safe mris. The first ins overdischarge was suspected. The patient was going to meet a company representative (rep) on (B)(6) at the doctor¿s office to have her device interrogated, work on getting it recharged again, and have new programming done. The patient wanted to know at her appointment, with the new system programming that she won¿t feel all the electronic pulsing stuff. For an example: legs flying all over the place, chest hurting, more pain than not using it. The patient didn¿t think the trade off of paresthesia and less pain was in her best interest. Location of the patient¿s symptoms was in the hips and legs. The patient didn¿t want to go back to the way it was, she was very disappointed the time prior to this, and would rather stay the way she was now. The patient did not 100% want that tingling feeling again. In the past the patient turned the device down but then it turned up itself. The patient did not want to be electrocuted like before. The rep and patient even programmed the system to laying, standing, sitting positions. At night, it turned up itself to where the patient thought she was going to have a heart attack. The rep also spent time with the patient in the past explaining how to turn the device off and holding the position for the proper amount of time for the change in strength to be memorized by the device; the patient was not holding the position for 4 minutes for it to memorize, so it reverted back to the higher setting. This occurred when the patient¿s dementia diagnosis was a real problem for the patient, she was having trouble with her meds of not being regulated very well, and trouble with multiple falls. MRI compatibility guidelines were asked. The patient decided against meeting for the appointment on (B)(6), she was not interested in ¿working her up for anything.¿ the rep informed the patient¿s doctor of the current issues. The doctor was not interested in having further contact with the patient as she did not follow his suggestion of meeting with a rep to try new programming on her device. The patient wants the device removed, but the doctor was not going to take it out. The patient was given contact information for two other doctors that may consider removing the device for her.

Event description:
It was reported that the patient was unable to adjust stimulation. The patient was experiencing intermittent stimulation and overstimulation. Troubleshooting was planned for (B)(6). It was noted that the patient¿s device was ¿going crazy¿. When the patient would make an adjustment on their adaptive stimulation it would not hold the new setting. At first the patient was making changes and not holding the position for 3+ minutes and then they changed and they were making changes in all positions and holding them for 4 minutes. The patient was unable to figure out how to change their settings so they turned their device off. They were going to leave their device off until their doctor¿s appointment on (B)(6). The patient status was listed as alive with no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.